Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Problem related to the interaction between the patient and the device. A component whose function is to facilitate the insertion of a particular device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using a gore® dryseal flex introducer sheath, a gore® tag® conformable thoracic stent graft with active control system and non-gore stent graft. The gore® tag® conformable thoracic stent graft with active control system was implanted distally and the non-gore stent graft (najuta) was implanted proximally with 1 debranch bypass. On (B)(6) 2022, a poor blood circulation of both peripheral vessel was confirmed. A thrombolysis, a thrombectomy using a fogarty catheter and a ivr were performed for both peripheral, but these didn¿t work well. Several days later, the toe amputation for the left and the over knee amputation for the right were performed. The physician suggested that it is possible that a thrombus in an abdominal might have been scattered when the gore® dryseal flex introducer sheath was removed. The fsa reported, in addition of the physician¿s comment, that the point of the possible the thrombus scattered was when the physician did movements pushing the gore® tag® conformable thoracic stent graft with active control system to the thoracic greater curvature repeatedly and/or when the non-gore stent graft was advanced.